Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 24 mmol/l at the time of the incident. The customer was treated with manual injections. The customer reported that they had unexpected restart alarm and rewound the pump. It was reported that they had received another compromised force sensor system followed by unexpected restart alarm. The customer was advised to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.